Event description:
During a procedure, the high pressure tubing (hpt) brust causing contrast to be sprayed. The facility reported that 4 occurrences, as described above, transpired. However, the facility could not provide information on any of the other events. No patients or clinician harm or injury occurred as a result of this event.